Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "dr (B)(6) said clip applier was working properly, then after fourth clip, the clips started scissoring. He fired a few onto the mayo stand and it began to work again without scissoring."